Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-sep-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 29-mar-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is perforation leading to pericardial effusion which increased over time. It was reported that during implant of the leadless implantable pulse generator (ipg), high thresholds was observed during multiple repositions. It was noted that no contrast was used during the first two device placements. Pericardiocentesis was carried out but the patient could not be stabilized.